Manufacturer narrative:
Previous admission for infection: MFR#2916596-2021-06176. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for a bacterial driveline infection on (B)(6) 2022. Vacuum-assisted closure (vac) therapy was performed. The patient was discharged on (B)(6) 2022.

Event description:
It was additionally reported that the patient was admitted for bleeding on (B)(6) 2022 until (B)(6) 2022. On (B)(6) 2022 the patient experienced a major infection. The bleeding was suspected to be the gastrointestinal tract and was transfused more the 16 units. Several tests showed that infection related to the device was negative.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) and the reported bleeding could not be conclusively established. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2024 when the patient was routinely transplanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, pump pocket) and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The source and cause of the bleeding was unknown. The patient was treated with drug therapy.